Event description:
A pt reported blood glucose results of 331 mg/dl, 242 mg/dl and 223 mg/dl with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt mentioned that her normal readings are below 150 mg/dl. Meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and ,if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.